Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the patient with this device exhibited a ventricular storm however, no therapy was delivered due to undersensing. The patient was under monitoring care at the time, thus no adverse effects were reported. The boston scientific local representative confirmed root cause being that the patient required a stent procedure. To date, no dft testing has been performed and no additional information received.